Event description:
It was reported, that "the cuff started leaking during use". The device was pre-tested and there was no leakage. Note: a different size tracheostomy tube was used as pt had no stock current size being used. There was no reported injury or change in therapy. The involved device(s) have not been returned to the mfg facility for analysis and investigation as of the date on this report. Please reference med watch report # 2029387-2000-00040 for first event with same pt.